Manufacturer narrative:
This report is submitted on november 27, 2019.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The implant remains in-situ.